Event description:
During a tavr [transcatheter aortic valve replacement] procedure image quality began deteriorating with the c-arm, the image fluoro flavor on system had to be increased in order to clearly see the wires during the procedure. During the deployment of the valve, the system displayed an error indicating the tube was overheating. We immediately contacted philips and made the report, and an engineer was dispatched to check the system. 2,696 mgy with 29.7 minutes of fluoro.